Manufacturer narrative:
(B)(4). The lot was manufactured from 10/02/2013 to 10/03/2013. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
A no-flow/non-delivery was reported during patient use of a folfusor elastomeric device. The device contained fluorouracil and was still full after the device had been removed from the patient. No patient injury or medical intervention was associated with this report. No additional information is available.